Event description:
It was reported that the stents would not go through the subject microcatheter. The subject catheter was returned for analysis and was examined. During device investigation and analysis, it was discovered that the subject catheter had ptfe inner lining peeling. There is no additional information available.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the catheter was returned with two stents. The catheter shaft was noted to be kinked/bent. The catheter tip was noted to be flat/crushed. A stent was located at the proximal end of the catheter. The catheter was cut in order to retrieve the stent. There was an unknown material (possibly some sort of tubing like polytetrafluoroethylene (ptfe)) present on the distal end of the stent. During functional inspection the microcatheter shaft could not be flushed. A 0.023" pin gauge was verified to meet the catheter shaft when inserted into the catheter hub. A 0.0158" patency mandrel was advanced through the microcatheter, resistance was noted. The reported event ¿catheter shaft friction¿ was confirmed. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that the stents would not go through the subject microcatheter. During analysis, the catheter was returned with two stents. The catheter shaft was noted to be kinked/bent. The catheter tip was noted to be flat/crushed. A stent was located at the proximal end of the catheter. The catheter was cut in order to retrieve the stent. There was an unknown material (possibly some sort of tubing like ptfe) present on the distal end of the stent. The microcatheter shaft could not be flushed. A 0.023" pin gauge was verified to meet the catheter shaft when inserted into the catheter hub. A 0.0158" patency mandrel was advanced through the microcatheter, resistance was noted. Based on a review of all available information and the analysis of the returned device it is probable that the catheter shaft was damaged during manipulation of the device during the procedure when resistance was encountered transferring the stent. It is probable that there may have been movement of the stent introducer sheath during the transfer attempt, causing the difficulty to transfer the stent. An assignable cause of procedural factors will be assigned to the reported event ¿catheter shaft friction¿ and to the analysed event ¿catheter shaft friction¿, ¿catheter shaft kinked/bent¿, ¿catheter shaft flat/crushed¿ ¿catheter ptfe inner lining peeling¿ and ¿device difficult to flush¿ as these issues are associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.